Event description:
It was reported that upon interrogation of the implantable cardiac monitor, the remaining battery longevity was incorrectly displayed.

Manufacturer narrative:
Event date should have been (B)(6) 2013 rather than (B)(6) 2013.

Event description:
New information notes that when the device was interrogated again on (B)(6) 2014 the remaining longevity was displayed as normal. At the end of the session, zero months displayed again. Further interrogation showed normal battery once again.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.